Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Concomitant medical products: ellips fx phaco handpieces, serial numbers (B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss found that three out of four handpieces failed resistance test. Fss replaced handpiece connector as a precaution and verified all system functions, which the unit passed and it was found to meet all amo specifications. Fss requested that the customer's three handpieces (serial numbers (B)(4)) be exchanged under warranty. The three listed handpieces were exchanged and replacements were sent to the customer in (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported of getting prime/tune warning during phaco, that the system is reverting back to prime/tune after surgeon used diathermy with the whitestar signature system. Customer did a prime tune but when the doctor started to phaco, it gave a message to prime and tune the unit. They replaced the handpiece and still having the same issue they decided to use the backup and would like this unit checked. It was reported that the patient was on table when the event occurred; however, there was no patient injury reported. According to the initial report no patient treatments delayed or cancelled.